Event description:
Nidek received maude event report (B)(4) on 01/03/2012. The following info is per the maude event report. Lasik procedure performed (B)(6) 2009 right eye and prk procedure performed (B)(6) 2009 left eye. Corneal flap created in the right eye with a microkeratome of unk MFR and cut incorrectly. Flap took 15 minutes to place back down on the corneal bed. Doctor adhered the corneal flap using the laser and placed a bandage contact lens on the right eye. Doctor decided to perform prk on left eye. Epithelium removal of the left eye was painful and was performed without a local anesthesia because the drops administered previously had worn off, bandage contact lens placed in the left eye after the laser treatment. Pt contacted doctor the evening of the surgery day to report pain, uncontrollable tearing and bad vision and was told it's normal. Seen in 2009 for f/u and was told there had been a problem cutting the flap and they were going to monitor the right eye carefully. Seen in 2009 (10 days after prk) for f/u on the left eye because the epithelium was not regenerating according to the 5 day healing schedule, the pt was told, complained of vision and dry eyes for over 1 year. Was told the left eye was overcorrected by +0.50d. Complaining of double vision, starbursts and bad vision. Vision worse after surgery than before. Unbearable dry eye and using wetting drops every 30 minutes in the left eye. Seen in 2010 by different doctor for another opinion. Told either the laser completely missed its mark or the doctor entered in the wrong info. Told the surgery resulted in irregular astigmatisms which were not there prior to the surgery. Told lasik flap was hazy and very sloppy.

Manufacturer narrative:
Nidek contacted the medwatch reporter and the contactee refused to provide any info on the device, surgical facility and/or surgery details. Serial number and location of device is not provided, therefore, we cannot investigate device. No further info is available at this time. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.